Manufacturer narrative:
A getinge fse evaluated the unit and found the unit would not boot up and the screen was a gray color. After investigating the unit the fse found the keypad controller was faulty and he replaced it. The fse then performed full calibration and tested the unit. The unit passed all functional/safety testing performed and was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display screen is blank. There was no patient involvement reported.